Manufacturer narrative:
No patient involvement reported. Device is an instrument and is not implanted / explanted. Reporter contact number (B)(6). Device history records review was completed for part# 310.430, lot# 8689801. Manufacturing location: (B)(4), manufacturing date: oct 28, 2013. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit broke during the cleaning process on (B)(6) 2017. No patient involvement reported. This report is for one (1) 4.3mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product evaluation/investigation summary was performed. The investigation of the complaint articles indicates that: 1 x part 310.430 / #lot 8689801 / lcp drill bit ø 4.3 mm with stop, length 221 mm, 2-flute. The visual inspection has shown that the entire length (approx. 20mm) from the fluted tip section is broken off. The broken off portion and the stop ring was not returned. The ø 4.3 mm of the drill bit close to the breakage was measured. Conclusion: the measuring result does show conformity. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel as required and the measured harness was with hrc within the specification of. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. It is likely that a combination between intense use and a mechanical overload during use, or mishandling during the cleaning process did lead to breakage of the device. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.